Event description:
It was reported during the implant procedure the hcp had to make multiple attempts passing paddle lead to get an acceptable placement. It was reported the patient was in much discomfort post op and the hcp decided to not turn on system until the patient condition was improved. It was reported the patient had weakness in legs and abdominal discomfort post op. It was reported the patient remained hospitalized.

Event description:
Additional information received reported the patient had the lead and anchors explanted, but the ipg remained implanted. The patient was being sent for an MRI for the neurosurgeon to determine and diagnose the extent of the patient's complaint.

Manufacturer narrative:
Analysis of neurostimulator model 37714 (B)(4) showed no significant anomalies and had a reduced battery capacity due to overdischarge. A normal recharge was manually started after one full physician mode recharge (pmr) procedure and the device recovered normally. No recharging issues were observed. Analysis of the one of the two plug accessories, (B)(4) serial #unknown, showed no anomalies. Analysis of the other plug accessory, (B)(4) serial #unknown, showed no significant anomalies. (B)(4).

Event description:
Further follow up information received reported that the physician was unable to determine the cause of the patient's discomfort. As far as was known, the patient had recovered without any adverse effects or events. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported that the patient was scheduled to have the lead and generator explanted on wednesday, (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's entire system would be removed/explanted tomorrow. It was noted that they may just remove the lead wire so the patient could still have the MRI with just the ipg in place. Additional information received reported the patient was having the paddle lead removed due to complications. The patient had some issues after surgery and they were removing the paddle lead and trying to keep the generator. It was noted they would put two plugs in the ipg to cap it off and leave it in. It was reported the ipg was discharged, but not overdischarged.

Event description:
Additional information received reported the patient had been rescheduled to have a removal on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced side effects from the device. It was reported the patient experienced motor weakness. It was noted the patient was still not able to walk around and move like she was before surgery. It was noted after the initial surgical procedure ((B)(6) 2014) the patient was in a good bit of pain because there were multiple passes used because the lead "kept wanting to move off of midline." It was reported they had a difficult time getting the lead into place and the lead ended up slightly over to the left. It was noted the patient needed left and right leg coverage. It was noted that reprogramming was done on (B)(6) 2014. It was also noted the manufacturer representative (rep) met with the patient last thursday, (B)(6) 2014 and programmed the device. It was noted that when the rep turned stimulation on, the left leg had stim but in order for the right leg to get stim, the patient had to turn it up so high that she had abdominal pain. The patient reportedly also had left leg weakness. It was noted that the left side abdominal pain and the left leg weakness occurred after reprogramming. It was noted the implantable neurostimulator (ins) was left off due to soreness from reprogramming. It was noted there had been no attempts to turn the device on until (B)(6) 2014. The clinic was contacted on 2014-04-25 and notified that the patient was in pain. The physician's assistant told the patient to turn it off. It was noted the patient was meeting the rep and the health care provider (hcp) the day of current report to discuss the next steps. It was reported that the hcp left the device off at the patient's request. It was noted the patient did not want to turn the ins on because of the soreness that she felt from the original reprogramming session. The rep stated there "was concern with spinal cord swelling because of all the passes to keep it midline." It was reported the health care provider (hcp) might want to remove the whole system. It was also noted the next appointment was (B)(6) 2014 and the hcp might consider implanting percutaneous leads instead.

Event description:
Additional information received reported a decision was made by the physician and the patient to explant the lead and generator. The rep noted he was not aware of the explant date.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Event description:
Additional information received reported the patient had the implantable neurostimulator (ins) explanted on (B)(6) 2014. The patient had complained of discomfort around the ins (leads were pulled in (B)(6)). The patient and the patient¿s husband believed it may have been related to the ins ¿leaking.¿ the patient was instructed when the leads were removed and plugs were placed, to make sure she charged. However, the manufacturer representative (rep) believed the patient was non-compliant and the ins was in a state of overdischarge. The patient had not been able to charge the ins. The patient charged at some point post lead explant, however the ins appeared to be in overdischarge. It was noted the patient was not in a clinical study and the device was not replaced with another device from the manufacturer. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.